Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump was alarming weak battery and had a blank display. Her blood glucose was unknown. After troubleshooting was attempted for the blank display, the display did not return. The pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received was blank display due to faulty lcd driver. Unable to confirm low battery alarm, weak battery alarm or perform the operating currents measurement, self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched and cracked display window, and corroded battery tube.